Event description:
It was reported that the user experienced a low glucose alert with a sensor value of 77 mg/dl, performed a confirmatory fingerstick reading of 103 mg/dl, ingested oral carbohydrates (four pears), and reported small tremors, with troubleshooting and education completed and a plan for follow-up. Symptoms included tremors consistent with hypoglycemia. Outcomes included no hospitalization and self-treatment with oral glucose. Investigation included complaint intake and user troubleshooting. Investigation of this case revealed no device malfunction was confirmed, and the event was categorized as hypoglycemia with cause unclear based on discordant sensor and fingerstick values. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.